Event description:
A customer received an "incompatible sensor" message on the adc device and was unable to obtain readings. As a result, customer was administered an injection of insulin as treatment by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event. Issues involving ¿incompatible sensor¿ error message with event log 57,1, caused by a difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader, is associated with report of corrections and removal number 2954323-07/12/23-002-c, submitted to the FDA on 12 jul 2023. Adc field action fa1027-2023 was issued to the us commencing on 12 jul 2023.

Manufacturer narrative:
The presence of event code 57,1 in the freestyle libre 2 event log indicates that the encryption index doesn¿t match. This complaint is associated with adc fa1027-2023 in which an ¿incompatible sensor¿ error message will appear on the freestyle libre 2 reader due to difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader. This complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section(s) updated as follows: b5: event description has been updated. D4 model#/d4 serial #: model number and serial number have been updated per new case information. H4: device mfg date has been updated. H6: component code, type of investigation, investigation findings, and investigation conclusions codes have been updated per new investigation information. H7: remedical action has been updated per new information. H9: corrective action # has been updated per new information. H10: additional mfg narrative has been updated per new investigation information.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an "incompatible sensor" message on the adc device and was unable to obtain readings. As a result, customer was administered an injection of insulin as treatment by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.